Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2024 the patient underwent PICC catheterization in outpatient clinic, the process was smooth, the chest x-ray suggested that the end of the tube was in position and then started to use the PICC to drip chemotherapeutic drugs and its ordinary fluids, and there was periportal thrombosis in the PICC tube, and the cause of the disease is not yet fully clarified, and anticoagulation with low molecular heparin was given. The patient has swelling and pain in the right upper extremity. No other information provided, at this time.